Event description:
Affiliate reports that the customer complained that the washer remained under the skull after removing the skull bolt. During implantation of cranioplastic the surgeon found the washer and explanted it.

Manufacturer narrative:
It has been communicated that the device is available for eval. Upon completion of the investigation, a follow up report will be filed.